Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It have been reported that the patient underwent initial hip arthroplasty on (B)(6) 2017. Subsequently, the patient suffered from fracture of the femoral neck which was resolved by double cerclage of neck.

Event description:
It have been reported that the patient underwent initial hip arthroplasty on (B)(6) 2017 .subsequently, the patient suffered from fracture of the femoral neck which was resolved by double cerclage of neck. No other adverse event has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated. The device was not evaluated as the batch number was not communicated and the product was not returned. No x-rays or surgical notes were provided, therefore the event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. 4 similar complaints (including the current complaint) have been recorded regarding a "bone fracture" on gts femoral stems (all references) since one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.